Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose level was not impacted. Reportedly, customer denied replacement pump. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.